Event description:
End user rreported that introducer sheath had a lot of bleedback through valve. The physician needed to remove sheath to insert another and somehow punctured artery. Pt developed hematoma. Pt is o.k., but experienced a lot of pain.